Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the unit intermittently runs by itself when plugged into the console. It was further noted that the electric motor/electronic control unit assembly was damaged. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a bunionectomy surgical procedure on a female patient, it was observed that the electric pen drive (epd) device would turn on by itself and spin without being triggered. The reporter stated that the console device that was being used was tested with other epd devices and there was no issue. The reporter stated that it was a handpiece issue. It was reported that there was a ten minute delay in the procedure and an identical spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The patient was reported to be in stable condition. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.